Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events. The patient reported the controller was alarming and switching between the two batteries as if they were not charged. The controller would display "replaced battery 1", which still showed three bars. Then the patient would change this battery and a short time later, it would say "replace battery 2", which still showed four bars. The patient checked connections, as well as connected different batteries with the same results. The patient exchanged to the back-up controller with guidance from the site on the phone. No patient complications have been reported as a result of this event. There was no further issues of power switching once the patient changed to the back up controller. A new controller was shipped to the patient to replace the back-up controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing. Log file analysis was not performed as the log files covering the reported event date were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to momentary disconnections and/or communication errors between the controller and power sources. If information is provided in the future, a supplemental report will be issued.